Event description:
It was reported the device will not continue to pace for a minimum of 15 seconds when the battery is removed. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; main printed circuit board assembly is out of specification. It is noted the battery drawer has pry marks. Analysis also found the keyboard is scratched. Further analysis was performed on the main printed circuit board (pcb). This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).